Event description:
It was reported that the patient with this pacemaker experienced fall symptoms. Technical services (ts) was consulted and advised the patient to perform a patient initiated interrogation (pii) and referred to their healthcare provider to a follow up of their symptoms. No additional adverse patient effects were reported. This device remains in service.